Manufacturer narrative:
Device was received and evaluated at repair center olympus japan. Device evaluation and inspection found leakage on body unit, leak on image guide bundle . The customer reported issue was confirmed. Furthermore, coating peeling was observed on the insertion tube unit. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for pinhole on the device. There is no patient involvement on this event. Device evaluation found coating peeling on the insertion tube unit. This report is being submitted for coating peeling on the insertion tube unit.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. It is recommended to the user to inspect the device prior to use and on a regular basis continuously. It is recommended to the user to instruct the method of handling regarding usage environment, et cetera. Olympus will continue to monitor field performance for this device.